Manufacturer narrative:
Additional information sections: d9, h2, h3, h6, h10. Explant was reported due to insufficiency. The investigation found that all three leaflets had a thin layer of thrombus on the inflow and outflow surfaces. Leaflet 3 contained a fold. No acute inflammation or significant calcifications were present. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The thrombus and fold noted could have contributed to the reported insufficiency.

Manufacturer narrative:
Further information regarding this event has been requested. The investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2017, a patient received a 21 mm trifecta valve. On (B)(6) 2020 the trifecta valve appeared to be showing signs of aortic insufficiency and mitral insufficiency with extreme posterior mitral annulus calcification. The valve was explanted and 2 new valves (edwards perimount magna ease 21 mm in the mitral position: medtronic hancock ii size 29 mm in the aortic position) were implanted. Patient is stable.